Event description:
It was reported to olympus, that the hd autoclavable camera head had a b30 scope communication error and image flickering. The issue was found during reprocessing for a therapeutic laparoscopy that was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the cable was cut and the charge coupled device unit pins were corroded. It was also noted that there was a leak due to a cut in the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cable unit malfunctioned due to cable cutting or flooding. Therefore, it was possible that the failure of the cable unit caused the video functions to not work properly, resulting in the phenomena ¿image flickering¿ and ¿b30 (scope communication error)¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿precautions against frozen or lost endoscopic image: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.